Event description:
It was reported that the user entered a Dexcom G7 continuous glucose monitor (CGM) pairing code into the iLet after placing a new sensor and had not paired the G7 correctly, resulting in delayed glucose data display on the iLet. Symptoms included no glucose readings displayed on the iLet shortly after sensor insertion. Outcomes included no injury and restoration of expected operation anticipated after the pairing window and warm-up period. User support included remote troubleshooting and user education on correct Dexcom G7 pairing and expected time to first readings. Investigation of this case revealed user setup error involving incorrect or incomplete sensor pairing, with the device hardware and software functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.

Manufacturer narrative:
Initial.